Event description:
It was reported that the keypad button presses did not activate desired pump functions. The ok and up/down arrow keypad buttons are intermittently unresponsive when pressed. The pt claimed that the buttons have to be pressed several times for a response and reported that the buttons no longer click and spring back as usual. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.